Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Pc(B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was using the acetabular impactor handle to implant a pinnacle 100 series acetabular cup. As he was impacting the implant with a mallet, the end of the handle broke off. The surgeon completed the impaction using the same handle, unthreaded it from the final implant and then set the device aside. No piece fell into the patient. The part that broke off, fell onto the floor. Please use (B)(4) for replacement. Patient consequence? No. Action taken for procedure: finished using the affected device. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.